Event description:
It was reported that the surgeon noticed after the guidewire was removed, the tac was "smacked" down. It is believed at this time that the adapter came loose as the guidewire was no longer keeping alignment. Prior to closing the pt, the surgeon took one last look inside and saw the adapter free in the shoulder. Attempting retrieval of the piece was delayed by 20 minutes as the surgeon had a syncopal episode. After the delay, he used graspers to remove the adapter but the piece came free and fell back into the pt. The piece had moved around the side of the cannula, was located and removed. It was reported that a total delay of approx two hours was experienced. No injuries resulted from this case.